Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 01/28/2021, belt 04/28/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 17:30:13 on (B)(6) 2021. At 02:03:52 on (B)(6) 2021 the patient was in sinus bradycardia at 50 bpm, slowing to 40 bpm with CPR/motion artifact. At approximately 02:23:43 the patient's rhythm transitioned to sinus rhythm at 60 to 90 bpm with bigeminy and CPR/motion artifact. The patient's rhythm transitioned to vt at 120 bpm at 03:10:31. The rate of the vt was less than the physician-prescribed rate threshold of 190 bpm, preventing the lifevest from detecting the vt arrhythmia. The patient's rhythm then self-converted to sinus rhythm at 60 bpm with CPR/motion artifact at 03:21:57. The patient's rhythm transitioned to sinus tachycardia at 120 bpm with pvc's at 03:25:06 before degrading to vt at 150 bpm at 03:25:14. The rate of the vt was less than the physician-prescribed rate threshold of 190 bpm, preventing the lifevest from detecting the vt arrhythmia. The patient was in vt at 150 bpm until the electrode belt disconnection at 03:25:29. It was not reported who disconnected the electrode belt.